Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose was 105 mg/dl. The caller stated that the battery icon was blank. The caller also reported that the insulin pump experienced a keypad anomaly in which the numbers kept scrolling without stopping. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot, cracked battery tube threads, and a broken reservoir tube lip.